Manufacturer narrative:
(B)(4) weight - correction, serial number - correction, initial reporter information - correction, if follow-up, what type?: correction.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.